Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr : 1.1, laboratory inr: 3.x. The nurse was unable to provide the exact value or time between testing. Therapeutic range is 2.0 - 3.0 for the pt. Reportedly, the finger was "milked" after the finger stick. Additionally, the pt was hospitalized on (B)(6) 2014 with a gastrointestinal bleed. The nurse was unable to provide info regarding treatment, if any, that were provided during the hospitalization. The pt was discharged from the hospital on (B)(6) 2014. There was no additional info provided. On (B)(6) 2014, one nurse tested herself on the same meter and received a result of 0.9. A second nurse tested herself on the same meter and received a 1.7 and then tested on a different meter and received a 1.6.